Event description:
It was reported that this patient presented to a routine follow-up appointment where high, out-of-range (>125 ohms) shock impedance measurements were noted from this right ventricular (rv) lead. Additionally, low, out-of-range (<200 ohms) pacing impedance, episodes of over-sensed noise, and decreased rv amplitude measurements were also observed. Provocative maneuvers were performed with no sensing changes noted. Technical services (ts) was contacted and provided additional thorough isometric testing to perform, as well as discussed a potential commanded shock test. Additionally, diagnostic imaging was also recommended to assess the system integrity. Ts was contacted again recently to discuss that the patient's implantable device therapy was programmed off and the patient was fitted with a life vest pending a surgical replacement procedure with a subcutaneous implantable cardiac defibrillator (s-ICD) system. Ts discussed that the probability of rv lead fracture was highly likely. Information has been requested regarding the s-ICD system replacement procedure, but a response has not yet been received. At this time, the system remains implanted and in-service, no additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to a routine follow-up appointment where high, out-of-range (>125 ohms) shock impedance measurements were noted from this right ventricular (rv) lead. Additionally, low, out-of-range (<200 ohms) pacing impedance, episodes of over-sensed noise, and decreased rv amplitude measurements were also observed. Provocative maneuvers were performed with no sensing changes noted. Technical services (ts) was contacted and provided additional thorough isometric testing to perform, as well as discussed a potential commanded shock test. Additionally, diagnostic imaging was also recommended to assess the system integrity. Ts was contacted again recently to discuss that the patient's implantable device therapy was programmed off and the patient was fitted with a life vest pending a surgical replacement procedure with a subcutaneous implantable cardiac defibrillator (s-ICD) system. Ts discussed that the probability of rv lead fracture was highly likely. Information has been requested regarding the s-ICD system replacement procedure, but a response has not yet been received. At this time, the system remains implanted and in-service, no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.